Event description:
It was reported that the catheters were bent and twisted. Customer stated it was shaped incorrectly and reported issues with the catheters. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 2 of the catheters had misaligned coude tip indicators. Per investigator notification on (B)(6) 2021 during evaluation, it was found that another catheter also had misaligned coude tip indicators. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 3 of the catheters had same issue.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. As the reported event was found to be manufacturing related, it is deemed to fail to meet specifications. As the product was returned unopened, they were not used for diagnostic or treatment purposes. An unopened orange coude catheter was returned. The catheter was evaluated for bends. The catheter fit into the original packaging would pass inspection per moncks quality engineering, the catheter was also able to fit into the catheter bend fixture. However, the coude tip appeared misaligned. The catheter was straightened in order to determine if the misalignment was caused by the catheter bends. After straightening the catheter coude tip was found to be misaligned. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were bent and twisted. Customer stated it was shaped incorrectly and reported issues with the catheters. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 2 of the catheters had misaligned coude tip indicators. Per investigator notification on (B)(6) 2021 during evaluation, it was found that another catheter also had misaligned coude tip indicators. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 3 of the catheters had same issue.